Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a cranial resection procedure there were issues with the axiem tracking on the navigation system. It was observed that liquid was present on the axiem controller and it was exchanged. Once that was completed, the navigation resumed without issue. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.